Event description:
It was reported that when the delivery system was removed from the packaging, the proximal shaft was observed to be kinked. There was no damage noted to the packaging and no resistance removing the device from the packaging coil. Upon analyzing the kink, the shaft separated. The device was not used. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for kinks and shaft separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.